Manufacturer narrative:
Correction: cancel MDR. Investigations findings indicate that this is not a MDR reportable event. The color variant can not be mistaken for a different device. Investigation: the complaint of poor coloring of the catheter adapter was confirmed and the cause appeared to be manufacturing related. The catheter adapter did not appear to have adequate colorant. The label and color coding on the label properly identified the device as a 20g insyte autoguard. The appropriate manufacturing personnel were notified of this complaint. Our quality engineer inspected the sample submitted for evaluation. Bd received one sealed 20ga x 1.00in. Insyte autoguard bc unit from lot number 3307893 with an adapter that was clear. Molding quality control inspections are performed to mitigate the occurrence of this defect. An operator error during the inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc no identifying color. The following information was provided by the initial reporter: device that has no color, it is completely clear. It is not use, it is in the original package ¿ unopened.